Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a donor nephrectomy, the device did not cut the tissue. A new device was opened to continue the procedure. Operating time not extended. There was no additional tissue resection. There was no tissue damage. Nothing fell into the cavity. There was no bleeding. The device was recognized by generator. The device was activated. The device is expected to be returned from the customer.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.